Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155169.

Event description:
Voluntary medwatch received states that the leads both presented with impedance issue and sensing issue noted on both products. No intervention or adverse patient consequences were reported.